Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the attune saw capture (size 3-5) was found to have a broken red clip that holds onto the bottom of the cutting block. Therefore, the saw capture will not retain sufficiently onto the block." The product was not returned to medtech orthopaedics, however photos were provided for review. See " img_9656.jpeg". The photo investigation of " 254500045, attune mod post saw cap sz 3-5" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of will not hold/retain. Functionality issues can not be evaluated through a photo investigation. But from the provided it is revealed that the device red plastic cap/ lever portion has been broken. The breakage is consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. With the available data and understanding of the surgical process, no corrective and/or preventative action is recommended. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the attune mod post saw cap sz 3-5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the attune saw capture (size 3-5) was found to have a broken red clip that holds onto the bottom of the cutting block. Therefore, the saw capture will not retain sufficiently onto the block. The item did not break into 2 or more pieces and therefore there was no delays in the surgery.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.